Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump displayed a "fail 4" error message. The roller pump continued to function, although the flow and the rpms were not visible. The user was able to conclude the procedure using the roller pump. After the procedure, an alternate roller pump was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.